Event description:
It was reported that the patient¿s last device, a prime cell device, only lasted 9 months. The patient was told the battery depleted because she kept it turned on all the time, but the patient suspected there was a problem with the battery. The stimulator was replaced with a rechargeable device. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medial products: product ID 3487a-56, lot# v677338, implanted: 2011-(B)(6), product type lead, product ID 3487a-56, lot# v677338, implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37743, (B)(4), product type programmer, patient. Product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).